Manufacturer narrative:
B3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion the pump experienced a system failure. There were patient involvement and no patient harm. If the event reoccurs, it could interrupt therapy and potentially impact patient.

Manufacturer narrative:
D9 - date returned to MFR: 15-jun-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event and alarm history revealed errors related to the force sensor bgnd test and the primary audible alarm. No service history was identified within the past 12 months. Visual inspection showed damage to the right plunger case. The force sensor issue was traced to a plunger circuit board that had not been properly installed. The circuit board was correctly seated and secured with adhesive to resolve the problem. The complainant¿s allegation was confirmed through the event log. Following repair, the device successfully passed all functional testing.